Event description:
The customer reported that there was no power to the c-arm on the 7700 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power line board was replaced. The system was tested and operates as intended.